Manufacturer narrative:
(B)(4). The device was initially manufactured on an unspecified date in 1994. A review of the device history record, service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced ¿right lung had a lot of fluid¿ (onset date not reported) and subsequently passed away due to an unknown cause. Treatment was not reported. The cause of the fluid in the right lung was unknown. The pt was hospitalized for another indication prior to death. It was not reported if the pt was discharged from the hospital prior to death. The cause of this patient¿s death was thought to be heart failure, however, this was not definitive. Pd therapy was ongoing until the time of death. The pt was not connected to a homechoice (hc) cycler at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Serial number (sn) of the device: the sn number that was reported in the initial submission was incorrect ((B)(4)). The correct sn for this report is (B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.